Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter stated that the enteral feeding pump did not alarm when the tube was removed during testing. No patient was involved. The reporter stated there is no additional information available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of did not alarm when the tube was removed during testing. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.